Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave and oversensing of noise. No inappropriate shocks were delivered as a result. The primary sense vector was reprogrammed, and monitoring was continued. Additional information was received that this system exhibited ongoing t-wave oversensing and oversensing of noise, which, later resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken. The electrode and device were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave and oversensing of noise. No inappropriate shocks were delivered as a result. The primary sense vector was reprogrammed, and monitoring was continued. Additional information was received that this system exhibited ongoing t-wave oversensing and oversensing of noise, which, later resulted in delivery of inappropriate shock therapy. Surgical intervention was undertaken. The electrode and device were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.